Event description:
The reporter stated that there was an under-delivery. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The pump has been received from the customer. Medex has not yet completed its investigation into this issue. An additional report will be submitted as soon as the investigation is complete.